Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis that found a posterior needle to cuff miss likely occurred. A needle to cuff miss/suture retrieval issue, could appear similar to a suture break, therefore the reported suture break is confirmed. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported suture break and additional treatment (although not specified) to achieve hemostasis appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that closure of an unknown vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a suture break occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: the physician is reportedly trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.